Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Delivery anomaly-no delivery/occlusion alarm not confirmed. The pump was programmed with a basal profile and monitored for 2 days. The basal profile delivered properly with no unexpected alerts/alarm. No basal anomaly noted during testing. Delivery anomaly-possible under delivery not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. The date range on the pump history file is 11/22/2024 to 01/13/2025. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 21-jan-2025 listed on smartsolve due to no data available on the primary svn (B)(6). Unable to perform the history review 1 week prior to the event date 21-jan-2025 in the pump history file due to no data available on the primary svn (B)(6). Unable to verify daily total of basal/bolus and all insulin delivered on the event date 09-jan-2025 listed on smartsolve due to insufficient data in the trace/history files (related svn (B)(6)). On a related svn (B)(6) perform the history review 1 week prior to the event date 09-jan-2025 in the pump history file and found multiple nodelivery (7) alarms on 01/05/2025, 01/06/2025,01/07/2025, 01/08/2025, 01/09/2025 (during bolus/basal/prime), lowbatteryalert on 01/05/2025 19:03:00.000, changebatteryfault (73) on 01/06/2025 04:34:00.000, offnopower (11) on 01/06/2025 05:05:00.000 and battoutlimit (6) 01/06/2025 08:18:27.000 the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Earliest power data available per the power management tool/detail trace file is on 1/10/2025 10:11:57 pm. There was no power data available for the dates of 01/05/2025 and 01/06/2025. Unable to check power data for low battery alert, changebatteryfault (73), offnopower and battoutlimit (6). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Nodelivery (7) alarm not confirmed. Lowbatteryalert unknown. Changebatteryfault (73) unknown. Offnopower (11) unknown. Battoutlimit (6) unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.3 mv). The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Delivery anomaly-no delivery/occlusion alarm not confirmed. Delivery anomaly-possible under delivery not confirmed (basal anomaly not confirmed). No current code/category not confirmed (svn (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm. The customer reported elevated ketones/diabetic ketoacidosis treated with hospitalization: overnight stay. The event involved product(s) mmt-332a, mmt-386a, mmt-1884. Troubleshooting was performed. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-386a. Mmt-1884 was requested and customer response was the device will be returned.